Event description:
During the device evaluation, it was found that the tissue pad was worn out on the thunderbeat device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was presumed that the phenomenon was due to the fact that during the output activation in seal & cut mode, nothing was grasped in between the grasping section and the probe (this includes after tissue resection). Therefore, the tissue pad was worn out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.